Manufacturer narrative:
The reported events of unacceptable capture threshold and high pacing impedance were confirmed. As received, a partial lead was returned in two pieces. Visual examination of the lead found the ring electrode was encapsulated with calcification which likely caused the gradual increase in the pacing impedance and the capture threshold as indicated on the device session record. Unable to perform the impedance test due to the condition of the lead as received.

Event description:
It was reported that a patient presented with high capture thresholds and high pacing impedance noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.